Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve within a pre-existing surgical valve in the aortic position, a non-edwards balloon (true balloon) ruptured during bav. The pre-existing bioprosthetic valve frame was being ¿cracked¿ or ¿fractured¿ to allow implantation of a larger transcatheter aortic valve. There was withdrawal difficulty of the burst balloon/catheter from the right femoral esheath site. Surgical removal of the non-edwards balloon catheter and esheath was required. A new esheath was placed on the left side and a 23mm sapien 3 valve was successfully implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. The complaint was unable to be confirmed and it cannot be determined if a manufacturing non-conformance contributed to the complaint event. There is no evidence of an ew device malfunction or adverse event associated with a device malfunction. The withdrawal difficulty was most likely due to the balloon burst of the non-edwards balloon catheter used during the procedure. Balloon rupture of the non-edwards bav device (true balloon) will alter the balloon profile. The ruptured balloon can snag onto the distal tip of the edwards esheath 14f or on other parts of the patient¿s vascular anatomy during retrieval. Although a definitive root cause is unable to be determined, available information suggests that the edwards device most likely did not contribute to the withdrawal difficulty. Furthermore, available information suggests that procedural factors contributed to the withdrawal difficulty. During assembly, the esheath shaft component was 100% inspected for the following: wrinkles, scratches, kinks, or bends, surface defects, protruding , missing material, dents or cuts, cross linking of hdpe across liner, witness lines with exposed ptfe liner, and visually inspect for flash and excess material using minimum 10x magnification. During the final inspection, the esheath underwent 100% inspection for the following: verify the tip ID dimensions, visually inspect without magnification that hemostasis valve surface is free of damage (cracks, tears, voids, flash), visually inspect for flash and excess material using min 10x magnification, visually inspect tip interface using min 3x magnification, visually inspect tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID. After sterilization, sheath expansion testing is performed on finished devices from the work order under a sampling basis. Testing includes expander insertion force. After expansion testing, the sheath distal tip was inspected for any fragments that may have detached during sheath expansion testing. All lots are tested and can only be released if the product verification samples pulled from each lot pass all required tests. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to the unavailability of the relevant device. Therefore, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Lot history and device history record (DHR) review was unable to be performed due to the absence of appropriate edwards esheath work order information. Available information suggests that procedural factors contributed to the withdrawal difficulty. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint. No labeling or IFU inadequacies have been identified. The may 2018 occurrence rate for the code ¿complication of device removal¿ did not exceed control limits. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.